Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking".

Event description:
Healthcare processional reported unknown side "leaking". The status of device is unknown.